Event description:
A peritoneal dialysis (pd) patient's contact reported that a cycler is having a burning smell issue during step 3 of setup. Caller stated noticing a burning smell coming from the cycler and this happened right before the screen went blank. Patient was not connected at time. The screen of the cycler went blank during step 3 of setup. The contact pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The contact rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient serious injuries were experienced, and no medical intervention was required. The complaint cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. Inverter board was replaced to continue testing. An internal inspection of the cycler found the lcd backlight bulb had signs of thermal decomposition. The lcd lightbulb is located on the rear of the lcd assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. The product history review identified a rework-cannot calibrate touchscreen. Replaced front panel assembly. . Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported that a cycler is having a burning smell issue during step 3 of setup. Caller stated noticing a burning smell coming from the cycler and this happened right before the screen went blank. Patient was not connected at time..the screen of the cycler went blank during step 3 of setup. The contact pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed. The contact rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient serious injuries were experienced, and no medical intervention was required. The complaint cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.